Manufacturer narrative:
The reported incident that osteosynthesis compression staple easyclip 10x10x10mm was alleged of issue s-67 (contamination of the device) could be confirmed. Since a small piece of cardboard was found situated in the inside blister of the package. Based on investigation, the root cause was attributed to a manufacturing issue and therefore a nc has been opened. If any further information is provided, the investigation report will be updated.

Event description:
Sterile easy clip had debris inside the package